Event description:
It was reported that the patient presented for implant, the pulse generator could not be interrogated. The clinician attempt multiple times, finally the device was placed an alert was displayed for battery voltage with message, "additional diagnostics run before implant and for acute implants have detected a lower than expected battery voltage for which may be the temporary effect of storing the device below 20 degrees celsius before implant". The device was not used and will be returned. No patient affected.

Manufacturer narrative:
Analysis confirmed the complaint of no radiofrequency telemetry could be established. After a master reset the rf ic would not properly initialize. This is likely because of a defective rf ic. Low battery voltage was found and was determined to be unrelated to the rf complaint.